Event description:
It was reported that pump issued cartridge alarm during use, and caller experienced multiple cartridge alarms with consecutive cartridges on tandem mobi pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed alarm, verified warranty and software status, arranged shipment of replacement pump, and provided instructions for placing pump into storage mode, returning pump within required timeframe, and setting up and connecting replacement pump, which customer understood and acknowledged.